Manufacturer narrative:
The treatment data files related to the reported event have been reviewed by the MFR. Review show that the machine triggered appropriate alarms, alerting the operator. The machine was inspected and the psp and replacement scales were found out of calibration. The scales were recalibrated and the machine was returned to use.